Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens and missing tamper seal. During analysis, the customer's reported concern was not confirmed. A three-day test was performed and was not able to duplicate the reported concern and the reported code seemed to be due to sudden dc power loss (batteries died). Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited "error 41622". No patient was involved in this event. No adverse effects were reported.